Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a sensor failure. No additional information was given; several unsuccessful attempts to contact the patient have been attempted. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because a sensor issue may result in the user reacting to incorrect cgm data or an unexpected absence of data which may lead to bg excursions.